Event description:
(B)(6) hosp reported an event involving a cc1.p1 oxygen catheter which was used in tram operation (B)(6) 2009. The catheter was placed 3:00 pm at the end of the operation to monitor the perfusion. The catheter was slow from the beginning and showed around 20mmhg. The catheter stayed at 20 and dropped at 6:30 p.m. Under 10 mmhg. The surgeon revised the catheter to a new one which functioned properly. The event delayed the surgical procedure by approx one hour. No pt injury occurred as a result of the event.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported info.